Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the evening after the implant, the patient experienced diaphragmatic stimulation from the left ventricular lead. The patient was seen for a device check and reprogramming was done. The lead remains in use. No further patient complications have been reported as a result of this event.